Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the device packaging, hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was noted to be deployed from the distal tip of the sheath. The internal components were able to be deployed without issue when pulled. The angio-seal device was returned for evaluation. The sheath and carrier tube were returned fully mated with the anchor partially deployed. Based on the condition the sample was returned in, the complaint can be confirmed for a partial deployment pullout. The exact root cause could not be determined. A determination could not be determined based on the available information. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead tech. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. The doctor stated that the footplate would not leave out of the sheath. Deployment was attempted multiple times; however, the footplate would not come out. The blood loss was less than 250cc. Additional information was received on 13oct2025: the procedure prior to use of the angio-seal was an angiogram. A 6 french procedure sheath was used. There was no trouble with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion, deployment, or withdrawal of the device other than the footplate not coming out. No pre-deployment angiogram was performed. Hemostasis was achieved with manual compression. No concomitant medical products used with the angio-seal.